Event description:
Caller alleged imprecision with the inratio meter.

Manufacturer narrative:
The %cv for all the readings (except first 2 sets) were less than 20%. Per internal procedure, the precision passed the criteria for precision. The test is considered precise and no further testing is required at this time.